Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow. This was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between may 12, 2023 and may 15, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed residual fluid inside the device bladder which suggested a no flow issue may have occurred. Functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device; though, this is not possible due to the lack of a physical sample. Therefore, the reported event could not be refuted; however, based on historical complaint analysis data, the most probable cause of the condition was due to a user related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.